Manufacturer narrative:
Manufacturer¿s investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic and had leukocytosis and some upper respiratory infection symptoms so blood cultures were sent. Patient went to have a heart transplant evaluation and had a right heart catheterization there. Patient reported feeling tired post catheterization. No chills or fevers were reported. Patient also did not have any urinary symptoms (no dysuria, no urgency or frequency, no changes in urination). No driveline drainage was noted. Patient feels perfectly well. Labs were found to remarkable for hyponatremia 126, white blood cell at 11.3, subtherapeutic international normalized ratio at 1.4, creatinine at 1.49 mg/dl. Small estrace and white blood cell 5-10 on arrival. Treatment included hospitalization, and parenteral antibiotics.